Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 200 mg/dl while using the infusion sets. He attempted to bolus through the infusion device but was unable to lower his blood glucose. He stated, the infusion site was leaky. He changed the infusion set with a longer cannula and his blood glucose decreased. His normal blood glucose range is 100-150 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set will not be returned for evaluation.